Event description:
The patient experienced difficulty and pain removing the daily wear contact lens from her left eye (os). A corneal abrasion was observed and the patient was prescribed an ointment and drops. The patient had a decrease in visual acuity and was diagnosed with left acanthamoeba keratitis. Medical intervention was required to preclude permanent impairment. It is unknown if they patient's visual acuity resolved.